Manufacturer narrative:
Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled.

Manufacturer narrative:
(B)(4). The photo of the product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon performed an unknown procedure on (B)(6) 2016 or (B)(6) 2016 and the topical skin adhesive was used on the patient. During the procedure, the glass had penetrated the casing of the device and the doctor required follow-up blood testing as part of the hospital's protocol for sharps injury sustained in the course of patient care. There were no delay in a surgery and no patient consequences reported. Additional information has been requested.